Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was monitored for several days and no blank display noted. The battery tube connector was plugged in properly during visual inspection. However, replace battery alarm, replace battery now alarm, power loss alarm and power error alarm were confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now, power loss and then alarmed pump error alarm were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. The following physical damage was noted: scratched case, pillowing keypad overlay, cracked battery tube threads, cracked retainer and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm. The customer's blood glucose was 127 mg/dl at the time of incident. The customer reported that the insulin pump did not alarm low battery prior to replace battery alarm. The customer reported that the insulin pump also had blank display and alarmed power error. The customer was assisted on how to perform troubleshooting. The insulin pump was returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.